Manufacturer narrative:
Additional information: (strip lot number) has been added based on the case details. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The precision xceed meter will perform in accordance with specifications for a period of no more than 4 years from the original date of purchase. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further meter investigation activities are required. A DHR (device history review) for the precision test strips were reviewed and the DHR showed the precision strips passed all tests prior to release. Retain testing was performed for the precision strips and all units performed in specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported a calibration issue with her adc blood glucose meter, stating 'lot' appeared on the meter display and prevented her from getting a glucose result. Customer additionally reported experiencing dizziness and being seen at a hospital where a laboratory result of 600 mg/dl was obtained. Customer was diagnosed with hyperglycemia and remained in the hospital for a few hours to be stabilized with insulin (dose/type unspecified) and metformin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a calibration issue with her adc blood glucose meter, stating 'lot' appeared on the meter display and prevented her from getting a glucose result. Customer additionally reported experiencing dizziness and being seen at a hospital where a laboratory result of 600 mg/dl was obtained. Customer was diagnosed with hyperglycemia and remained in the hospital for a few hours to be stabilized with insulin (dose/type unspecified) and metformin. There was no report of death or permanent injury associated with this event.